Event description:
Zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the resetting is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.